Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has an infection behind the ear, the electrode array is visible. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the received information, the patient had an infection which most likely caused the electrode array to extrude behind the ear. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. A device contribution to the reported infection seems unlikely, considering that the onset of the infection reportedly started almost to years after implantation. Additionally in situ measurements are indicative of a damage to the active electrode. The suspected electrode damage might be related to the reported electrode extrusion through the skin. A device investigation of the explanted device is necessary to confirm the nature of the active electrode damage. Re-implantation is being considered, but no date has been communicated.

Event description:
The patient has an infection behind the ear, the electrode array is visible. Re-implantation is considered.